Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into emergency room with multiple shocks. After interrogation, it was determined that the inappropriate shocks were caused due to noise on the right ventricular lead. The physician failed to replace the lead due to occlusion. The programming changes were made, and lead was deactivated on (B)(6) 2019. The physician will schedule lead explant procedure and the date was not scheduled. The patient was intubated initially but was stable post procedure.

Event description:
New information notes that the lead had been explanted and replaced. Lead fracture and exposed unprotected coils were also noted during procedure. During the extraction of the right ventricular lead the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was recovering. Related manufacturer reference number: 2017865-2020-00409.

Event description:
New information received indicated that the device was turned off and remained inside the pocket. The patient had no complications and was discharged with a life vest.